Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v508018, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v590198, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (b))(4) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
It was reported that the patient had had 5 surgeries due to the batteries malfunctioning. It was noted that they were malfunctioning and it was not a battery issue. Product was in default. The last replacement was on (B)(6) note the battery had gone out before that. Patient was told the first two batteries implanted should still be working; however, they were not.